Manufacturer narrative:
Concomitant medical products: 419388 lead. Implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) during ventricular arrythmias. The rv lead remains in use. No patient complications have been reported as a result of this event.